Event description:
Boston scientific crm received info that this right atrial lead was not sensing appropriately and was not mode switching as expected. As a result, the lead was explanted, and the atrial port was plugged.